Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. The manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 15.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient, that she is unable to read following implantation of the intraocular lens (iol) one day post operatively. The patient was informed by her doctor that she will still need to continue to wear glasses. The patient is very unsatisfied with the lens. Further information indicated that the patient saw another doctor for a second opinion (B)(6) 2013, (specific date not given) and was told that the lens was decentered in the right optic, and a diagnosis of dry eye was made. Further, this doctor will not perform a reposition of the lens, and the patient was referred back to the implanting surgeon. It was noted that the implanting surgeon has discontinued medical management of the patient. The patient stated that her symptoms of decreased visual acuity both near and intermediate are affecting her daily activities and she is unsatisfied. Follow-up from the patient¿s implanting physician on (B)(6) 2013, stated that the intraocular lens (iol) was slightly decentered and that the patient was brought back in to have the lens re-centered. The patient was last seen in (B)(6) 2013 and was noted to have been 20/25 j3. The doctor does not attribute patient¿s symptoms to the lens. It was recommended by the physician that the patient should undergo a yag or possibly have the fellow optic implanted with an intraocular lens. No additional information was provided.

Manufacturer narrative:
Corrected data the date the intraocular lens was repositioned is (B)(6) 2013 and that is the last time the patient was seen by the implanting physician. All pertinent information available to the manufacturer has been submitted.